Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 6) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. 7) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. 8) when deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the 2nd day of use. The original sample was discarded at the facility site. Per additional information received via email on 23 march 2020 from ibc representative, it was unknown how the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter on the 2nd day of use. The original sample was discarded at the facility site. Per additional information received via email on 23 march 2020 from ibc representative, it was unknown how the catheter was removed. There was no reported patient injury.